Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer, axiem, field generator, and cable were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The generator was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after swapping the I/o chain, the system was able to boot into en, but in navigation, the screen had pixilation around the emitter view and the system did not allow the mouse to interact with the software, but the mouse could move. The manufacturer representative (mr) disconnected the axiem box and the system was able to boot into the software and functioned normally. The mr connected the axiem box back to the system to a different usb port, and when he booted the system again, the system went to a "starry screen" and exited the software back to the application selection screen. The mr disconnected the emitter, but left the axiem box connected to the computer, and the system was able to boot into the software, but the emitter details view showed intermittent communication of the axiem box to the computer. There was no patient present when this issue was identified.

Manufacturer narrative:
The emitter for the navigation system was returned to the manufacturer for analysis. The emitter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The electromagnetic interface box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The communication cable for the electromagnetic interface was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.